Event description:
It was reported that the bd needle precisionglide dirt inside, between the needle and cap. The following information was provided by the initial reporter, translated from portuguese to english: there was dirt inside, between the needle and the needle cap.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 23sep2022. H6: investigation summary: sample and photos received by our quality team for investigation. Upon visual inspection, foreign matter on the needle hub can be observed. Foreign matter is identified as dirt. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with contamination during production process caused by personnel failure during the packaging line clearance. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
It was reported that the bd needle precision glide dirt inside, between the needle and cap. The following information was provided by the initial reporter, translated from portuguese to english: there was dirt inside, between the needle and the needle cap.